Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad button contacts and a display failure. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad cover was removed and contamination was found under all key contacts. Additionally, the pump was powered on and the display screen appeared dim and faded. Unrelated to the issues, visual inspection of the pump revealed worn keypad symbols, which has no effect on insulin delivery. (B)(6).